Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, lot #: 3050426/3050427, description: linear st lead, 50cm.

Event description:
A report was received that the patient had seroma at the ipg and lead sites. Symptom was fever. The physician opened up the battery site and drained the seroma.